Event description:
A report was received that during reprogramming at the physician's office, the patient went rigid, got red in the face and could not breathe. The stimulation was turned off and the patient swore that it was still on. The physician examined the patient and determined that he was fine and reprogramming was attempted a second time. The patient experienced a same episode. The patient explained that there were two other occasions when the he felt overstimulated while at home. The physician explanted the patient's precision system but did not believe the symptoms were device related. The device was working properly and the physician believes the issue is patient related. The patient is doing well.

Event description:
A report was received that during reprogramming at the physician's office, the patient went rigid, got red in the face and could not breathe. The stimulation was turned off and the patient swore that it was still on. The physician examined the patient and determined that he was fine and reprogramming was attempted a second time. The patient experienced a same episode. The patient explained that there were two other occasions when the he felt overstimulated while at home. The physician explanted the patient's precision system but did not believe the symptoms were device related. The device was working properly and the physician believes the issue is patient related. The patient is doing well.

Manufacturer narrative:
The ipg passed visual, photographic imaging, electrical and performance tests done. The ipg exhibits normal device characteristics. A review of the manufacturing documentation of the paddle lead and the anchor found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50, serial#: (B)(4); model description: artisan surgical lead with platnalock technology - 50cm. Model#: sc-4316, lot#:14310486. Model description:clik anchor (set of 2).